Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was damage to the instrument's adapter lugs. The reloads were fully fired and engaged in interlock, and came attached to the received adapters. Staple pushers were visible at the zero cut line. Functionally, the reloads were both loaded into a representative instrument. The interlocks were overridden and the reloads were cycled without hesitation or binding. Test media was cleanly transected. The reloads' interlocks were tested and found to function properly. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the reload is over torqued during unloading and/or if an attempt is made to unload the reload without using the release button. It was also reported that the adapter did not recognize the reload properly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. (B)(4).

Event description:
According to the reporter, when assembling the device during a laparoscopic gastric bypass, the power shell and adapter were recognized correctly. After loading the reload, the system alarmed. The reload was not recognized and the reload was not able to be removed from the adapter. It was stated that three adapters and three reloads had malfunction during the same event. The surgical time was extended to 30 minutes for more and an extension of the anesthesia time. A manual handle and reload were used.